Event description:
Ten percent dextrose with added sodium and potassium was being infused at a rate of 9mls/hr when the clinician went to reduce it to 8mls/hr, they keyed in 88mls/hr instead. The report suggests that the pt became hyperglycemic with a bm of 28.6 mmol. According to the feedback received, no treatment was required, the pt's blood level was monitored closely throughout the day. No additional info provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.